Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to exhibiting undersensing. The physician decided to surgically abandon the pace/sense pin but left the high voltage pin plugged into the can. A new rv lead was successfully implanted to act as rv pace/sense. No additional adverse patient effects were reported.